Event description:
It was reported in a service report the footed jack leaks, the brakes were not operating to specification, and the pt right siderail required repair. No pt involvement or adverse consequences are reported.